Event description:
A customer reported that the handpiece was not recognized by the system and there was no ultrasound power. The timing of the event is unknown. Additional information has been requested.

Event description:
A customer reported that the handpiece was not recognized by the system and there was no ultrasound power. The timing of the event is unknown. Additional information has been requested. Additional information was received indicating the event occurred before surgery. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported events were replicated. The handpiece was evaluated on site and returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The phaco handpiece was manufactured on july 18, 2013. Based on qa assessment, the product met specifications at the time of release. The system was manufactured on june 8, 2010. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was received for evaluation. A visual assessment of the returned sample found no visual defects. Functional testing on the returned handpiece found the handpiece to meet specs as it was able to be recognized on a hotbed system. The handpiece was also tested for ultrasound and found the provided stroke measurement to be within specifications. The root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
Additional information was received indicating the event occurred before surgery. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
(B)(4).